Event description:
End user reports that syringes from lot 56557 were only packaged with (B)(4) syringes. Seal on box was intact.

Manufacturer narrative:
Initial trend analysis for lot 56557 was conducted, no malfunctions were found. This is the only complaint for lot 56557. Further investigation will be conducted to determine the root cause of complaint.

Manufacturer narrative:
Due to product being manufactured and packaged prior to implementation of weight verification of shipping cartons, root cause is due to human errors during packaging process.

Event description:
End user reports that syringes from lot 56557 were only packaged with 70 syringes. Seal on box was in tact.